Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console displayed inaccurate pressure and augmentation. The arterial line tracing had lots of artifact. The blood pressure (bp) was in the 200s, while a cuff displayed 130s. The fiber optic cable was removed and reconnected, but this did not improve the issue. The customer was advised to attempt to transduce the central lumen. They did have a flush and the pressure cable was connected. After zeroing, a much cleaner waveform was present and the pressures were much closer to the bp cuff. There was a "whip"-like spike in the augmentation that they felt was giving a false high. They titrated to the augmentation and had orders to keep below 140. Augmentation varied now from 140s to 190s and they felt that they could not trust this waveform. They were then advised to aspirate and flush for 20 seconds. They also slightly adjusted the patient in the bed and propped the patient on a pillow under his hip. This did improve the waveform a bit and the numbers are improved, but they are still not satisfied that it will remain. They had also decreased the augmentation control. They were advised to obtain a chest film to confirm placement, and that another arterial line could be considered. There was no patient harm or averse event reported.

Manufacturer narrative:
Additional reporter name: (B)(6) , release charge nurse. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. A kink was found on the catheter tubing approximately 44.2cm from the iab tip. Additionally the optical fiber was found to be broken within the catheter tubing near the y-fitting approximately 76.2cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).